Event description:
Pt experienced sycope episode of uncertain etiology on 3/25/95. Pt's implanted lead #4012 known to be a recall lead. Pt returned to surgery on 3/31/95 for replacement of system. Defective lead capped and left implanted. Lead insulation found to be deteriorated. Generator also removed. Replaced.